Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts.

Event description:
The patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that buttons were sticking and the pump was intermittently not responding to keypad button presses. The patient also claimed that the keypad was intact. She denied that the keypad was exposed to water or was peeling/torn.